Event description:
The pt received the scs system on (B)(6) 2010. It was reported the pt is having trouble charging the ipg using the charging system. A replacement charging system did not resolve the issue. The pt is working with her physician to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.